Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 61 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had probable aortic thrombus. The patient was admitted and was in ventricular tachycardia (vt). The patient was given two amiodarone boluses, 2 lidocaine boluses, and was started on amiodarone infusion. The vt converted with atp. The persistent low flow alarms were not responsive to fluid resuscitation. Echocardiogram did not show evidence of impaired flow into the pump but did show small echogenic structure on the aortic side of non-coronary cusp, most consistent with thrombus. CT angiogram of the pump showed one area of possible thrombus, but reportedly was difficult to confirm given artifact of study.